Event description:
It was reported that multiple intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact to the customer¿s blood glucose level. Reportedly a new cartridge was loaded, and insulin delivery was resumed.